Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Could not find the string after using the product: tampon [device physical property issue]. Case narrative: consumer reported via phone that she could not find the tampon string. No injury was reported.